Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer an found that the sound on central was assigned to the kvm instead of the speaker. After updating the sound target the system began to operate as expected. After configuration changes the device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the patient information center ix indicating that the alarms are on but there is no audible alarm at the central station. The device was in use on patient at time of event, there was no adverse event reported.